Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(6), (returned to osh on (B)(6) 2021). The evaluation confirmed the occurrence of error message e433, which in this case was caused by a defective generator board and can thus be attributed to component failure. Error message e001 could not be reproduced during the evaluation/ investigation. Both error messages are triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. A manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400;" common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic hysterectomy procedure the esg-400 hf-generator issued error messages e001 and e433. However, the intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.